Event description:
It was reported the patient had their annual checkup last friday and they brought their patient programmer with them because they could not get the programmer to do anything. The patient changed the batteries in the programmer and they could still not get it to do anything. The patient tried alkaline batteries, but the issue did not resolve. The patient¿s healthcare professional (hcp) checked the programmer and they said it was ¿kaput.¿ the problem with the programmer started recently. The patient¿s legs started hurting with continual pain about two weeks prior to this report and when they tried using the programmer to increase stimulation to cover the pain, they were not able to since the programmer would not power on. The patient stated they had deep brain stimulation for pain due to multiple back surgeries. The patient¿s pain was controlled to some extent and stimulation covered about 50 percent of their pain. The rest of the patient¿s pain was controlled with oxycontin. The patient¿s left implant controls their endorphins and th eir right implant was for pain. The hcp stated the implantable neurostimulator (ins) on the left side was dead and that ins had been implanted for ten years. The patient stated their hcp was concerned about the left ins that controls the patient¿s endorphins because that ins was dead. Upon device return, analysis of the patient programmer found the telemetry board was corroded and the antenna jack was resoldered as a preventative measure, c300. Additional information received reported the stimulator on the left side that controlled the endorphins had never been replaced. In november prior to the date of this report when the patient had last visited his healthcare professional he was told that the left side stimulator was dead. The patient had been scheduled to have both sides replaced in (B)(6) 2015. It was noted that from what the patient was able to gather they had planned to only replace the right side stimulator for pain which lead him to believe that the stimulator for the endorphins had not been functional so it would not be replaced.

Manufacturer narrative:
Additional review of the file indicated that the surgical intervention would not be considered an unexpected intervention and is being reported for a malfunction. Previously checked outcome attributed to box of intervention required is not applicable to the event.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0437239v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0437239v, implanted: (B)(6) 2004, product type lead; product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).